Manufacturer narrative:
The investigation for the vascular damage has been completed. Patient's clinical details provided are very limited. The damage was noted on 5th day and self occluded so no additional intervention was needed. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information provided. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support had a retroperitoneal (rp) bleed from the impella access site. Computed tomography showed rp occluded. Heparin was paused. The patient is stable and the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.